Event description:
It was reported that the device failed to turn on using a battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up in battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined that root cause for the failure of the device to power up in battery was an electrically leaky filter, designator fl4.